Event description:
It was reported that a blade became lifted. A percutaneous coronary intervention was being performed. The target lesion was located in the 80% stenosed, mildly tortuous and moderately calcified proximal left anterior descending artery. This 2.5mm x 15mm wolverine cutting balloon was selected and inflated within the lesion. Initially removal difficulties from the lesion were encountered, but the device was able to be freed. When the balloon was pulled into the guide catheter one of the blades in the middle of the balloon became partially lifted. The procedure was completed with another of the same device. No patient complications were reported.